Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. The patient pump was replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The cause of the reported event was a patient pump bearing damage. The most likely root cause is the environmental condition in which pump worked in which may led to water infiltration and high level of humidity resulting in corrosion formation and preventing the motor shaft from rotating.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code related to the patient pump during priming. There was no patient involvement.